Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be identified or duplicated. However the ge service representative reports the customer's surgery area is under construction and is most likely contributing to power interruptions. The system was operating as intended.

Event description:
The customer reported the system is generating error messages and then shutting down and rebooting spontaneously. No patient injury was reported.